Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter called and alleged that there was an intermittent power issue with the pump and that the patient had a blood glucose >800 mg.dl. This complaint is being reported because the patient experienced hyperglycemia and the power issue was not resolved.